Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system separated from the hub during use. The following information was provided by the initial reporter, translated from chinese to english: "treatment for liver cancer patient was in hospital need intravenous fluids protect liver, at 9:10, on (B)(6) 2021, using indwelling vein needle venipuncture infusion, when the puncture needle tip cases from the blue plug is not normal separation, catheter tip part is blunt, cause the failure of indwelling needle venipuncture, increase the piercing pain patients, patients with emotional, immediate replacement of indwelling needle, in patients with stable mood, secondary puncture success."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9050858. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. A physical sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Based on the available information the most likely root cause for this complaint is related to the use of the device. According to the instructions for use, the bd pegasus should have the paddle hub held during insertion. This action should provide sufficient resistance to prevent retraction of the cannula during puncture. Without the affected device the root cause cannot be confirmed at this time.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system separated from the hub during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "treatment for liver cancer patient was in hospital need intravenous fluids protect liver, at 9:10,, on (B)(6) 2021, using indwelling vein needle venipuncture infusion, when the puncture needle tip cases from the blue plug is not normal separation, catheter tip part is blunt, cause the failure of indwelling needle venipuncture, increase the piercing pain patients, patients with emotional, immediate replacement of indwelling needle, in patients with stable mood, secondary puncture success"